Manufacturer narrative:
The device has not yet been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that two x-core cages were unable to be expanded during surgery. This event occurred in england.

Manufacturer narrative:
The investigation revealed that the complaint file was evaluated, and it was determined that the report relates to a nuvasive x-core 2 inserter, ø18mm. No operative notes, or photographs were provided for review. Limited information is available outside of the reported information that the core was stuck on the inserter. The report indicates that two x-core cages were unable to be expanded during surgery and another cage and iliac crest graft had to be used to complete the case. There was no problem with the cores themselves, but the inserter was jammed. There was no patient injury associated with this reported event. The product was returned and evaluated, and a review was conducted of all applicable material records, manufacturing records, and storage records. It was determined the products were manufactured within specifications, maintained and distributed in accordance with all applicable federal, state, and operating procedures. The complaint was confirmed. Visual examination of the returned product found that the x-core 2 ti core, ø18mm autolock core was stuck to the inserter, with additional damage/ wear noted on the inserter itself (d7185100). The core was able to be expanded/collapsed but made a clicking sound with each turn of the gear. Upon visual inspection, the inserter appears to be jammed, and the ¿unlock/lock knob¿ is useless as it won't turn to release the core. The ¿unlock/lock knob¿ also appears to have abrasions and seems like a set of pliers were taken to it to either unlock or lock the inserter down on the core. When disassembling the inserter, the threaded rod responsible for engaging the core seems to be bowed and misaligned to the gear chain. The wear on the gears itself is also notable. After completely disassembling the inserter, the small threaded shaft that sits inside the gear to lock/unlock the instrument seems cross threaded/welded together which is causing the inserter to no longer release the core. Based on the reported information, a probable cause of this failure is excessive force or user technique ¿ but is ultimately indeterminate, which are noted precautions in the product labeling. The purpose of this investigation was to evaluate the risk associated with the identified failure mode of ¿device jammed¿ for core 2 ti core, ø18mm autolock. Labeling, manufacturing, complaint history, and risk reviews were completed with no deficiencies, discrepancies, or adverse trends identified. The device was dispositioned for scrap, and the event will be used for trend data. Complaint monitoring will continue, and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.

Event description:
Patient underwent a corpectomy and was due to have nuvasive xcore cage which failed to expand on insertion. Two different cages were tried and neither expanded. Procedure changed and another cage was used, and an iliac crest graft was required to support the alternative cage.